Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 37mg/dl. Customer reported that they administered a manual injection. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The occlusion test could not be performed due to the keypad anomaly. No moisture damage was found inside of the insulin pump. The insulin pump was received with cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.